Manufacturer narrative:
Device eval by MFR: the device was returned for analysis. Stent damage was identified.

Event description:
Reportable based on analysis completed on 10dec2020. It was reported that the stent could not cross the lesion. The target lesion was located in a moderately tortuous and calcified right coronary artery. The lesion was 26mm in length with a vessel diameter of 4.0mm. The synergy stent was advanced but could not cross the lesion. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed stent damage.